Manufacturer narrative:
It is of the belief of (B) (4) that since the dates of the alleged product problem and the diagnosis of peritonitis cannot be confirmed, the incident may only be remotely associated.

Event description:
Received a report regarding a peritoneal dialysis user facility who reported an incident of peritonitis. The facility has been contacted for add'l info on this event. It has been identified from the info gathered to date as of 02/18/2010, the following details: the incident had occurred months ago and was not reported to us at that time. The pt was diagnosed on (B) (6) 2009 with peritonitis. In review of this event, the pt had reported to the clinic that she had now "recalled wetness inside and on cassette". The pt did not report this to the clinic. The pt attributes this incident to the problem with the cassette. Also, it has been learned that the pt has fully recovered from this incident and continues peritoneal dialysis. There is no sample and the lot is unk. Neither the reporter of the event nor (B) (4) is able to link the dates of the reported cassette leak to the date of the diagnosis of peritonitis.